Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient stated the device would get extremely hot and boil the water. The device would blow hot air up the patient's nose, and the device, power supply, and power cord would be too hot to touch. Patient complained of difficulty breathing and shortness of breath an issue related to a CPAP device's. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination on the ui (user interface) panel, the top enclosure, the rear panel, the accessory module slot, the air inlet of the blower box, the bottom enclosure, the blower box, the blower box cap, the blower motor, the blower outlet seal, and the blower sk isolators, small hair-like fibers in the air inlet, unknown brown residue on the top enclosure and the rear panel, unknown residue and black contamination, inconsistent with degraded sound abatement foam, on the ui panel and on the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box, the blower box cap cannot be seated properly onto the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section h9 was missed to capture in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.